Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not remain powered on using ac or dc power. The customer advised physio that the device would power off then power itself on. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not remain powered on using ac or dc power. The customer advised physio that the device would power off then power itself on. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient use associated with the reported event.